Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced in b5 is being filed under a separate manufacturer report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 5f sheath hole prior to a ventricular tachycardia (vt) ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with a proglide device. An attempt was made with another proglide device; however, there was no blood flow from the marker lumen when the device was position in the vessel. The sheath was upsized to an 8.5f sheath and the ablation procedure was completed. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.